Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 166 mg/dl at the time of the incident. The customer also received a battery out limit alert. The customer was informed that a new battery cap will be shipped to them out of courtesy. The customer did not troubleshoot and did not send the product back for analysis.